Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted images appear to display component disassembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic discectomy (med) due to hernia. Intra-op, the tip of instrument spined around, so tube retractor could not be fixed firmly. The surgical time was extended for more than 1 hour to repair the instrument. No patient complication were reported.